Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported that the patient had discomfort while using the spinal pak device. The patient called explained that saturday night she woke up with pain from the device. The pain was below the surface of the skin. The patient rated as an 8 or 9 out of 10. The patient had not increased her daily activities and stated that she walks about 15 or 20 steps. The patient did not seek medical advice and took hydrocodone and nausea medication. The customer service representative advised the patient to wait until she is pain free, then conduct a time test. The patient was advised to treat for only 1 hour the first 3 days and increase by 1 hour each day thereafter if tolerated. The patient was advised to call customer service if there are any other issues or updates to report. The spinal pak device was not returned for evaluation.

Event description:
It was reported that the patient had discomfort while using the spinal pak device. The patient called explained that saturday night she woke up with pain from the device. The pain was below the surface of the skin. The patient rated as an 8 or 9 out of 10. The patient had not increased her daily activities and stated that she walks about 15 or 20 steps. The patient did not seek medical advice and took hydrocodone and nausea medication. The customer service representative advised the patient to wait until she is pain free, then conduct a time test. The patient was advised to treat for only 1 hour the first 3 days and increase by 1 hour each day thereafter if tolerated. The patient was advised to call customer service if there are any other issues or updates to report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
UDI related data quality updates only - a supplemental report is being submitted to address the discrepancies between FDA medwatch form 3500a and gudid. Corrections: d1: brand name, d2a: device common name, d4: model number, g4: PMA/510(k)#, h5: labeled for single use, h6: evaluation codes. Additional information: b4: date of this report, g3: date received by manufacturer.

Event description:
It was reported that the patient had discomfort while using the spinal pak device. The patient called explained that saturday night she woke up with pain from the device. The pain was below the surface of the skin. The patient rated as an 8 or 9 out of 10. The patient had not increased her daily activities and stated that she walks about 15 or 20 steps. The patient did not seek medical advice and took hydrocodone and nausea medication. The customer service representative advised the patient to wait until she is pain free, then conduct a time test. The patient was advised to treat for only 1 hour the first 3 days and increase by 1 hour each day thereafter if tolerated. The patient was advised to call customer service if there are any other issues or updates to report. The spinal pak device was not returned for evaluation.